Manufacturer narrative:
Device manufacture date: the device manufacture date is currently unavailable. This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the motor device had an excessive noise level-(db). It was noted in the service order that the pin that connected the attachment part was loose. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2018. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device manufacture date: the device manufacture date was unknown in the initial report. The device manufacture date has been updated as 2/21/2003. The UDI has been updated accordingly. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The device availability was inadvertently documented as 12/29/2017 in the initial report. The date returned to manufacturer was corrected to 1/10/2018. If additional information should become available, a supplemental medwatch report will be submitted accordingly.